Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 102 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The insulin pump was in the customer's pocket before the alarm rang. The customer stated that they have another insulin pump that they will set up at a later time. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.